Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off suddenly [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2016 he or she was using an oral-b vitality series rechargeable toothbrush, and the oral-b power oral care refills precision clean broke off suddenly. The consumer stated that this brush head had been changed about a month ago and that he or she was very attentive to cleaning the brush, doing so every day. No symptoms developed.